Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2015 with the following findings: the returned battery cap was used for testing. Investigation revealed a missing audio bolus button cover and the bolus button was unable to be tested. The display was also found to be dim and the letters had a red hue. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a missing audio bolus button cover and the bolus button was unable to be tested. The display was also found to be dim and the letters had a red hue. This report is made based on results of investigation completed on 09/11/2015.